Event description:
It was reported that a pump failed the downstream occlusion test. This issue was discovered during a routine preventative maintenance test. It was further reported that the pump alarmed for occlusion at 24 psi on the medium pressure setting (spec = 13 +/- 6 psi). No other test information was available. Finally, it was reported that there was no patient involvement in relation to this issue.

Manufacturer narrative:
(B)(4). This device was received and evaluated by baxter. The reported symptom of "failed downstream occlusion test" could not be confirmed or reproduced. The pump passed downstream occlusion tests per baxter preventative maintenance procedure.